Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 583mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The time, date, basal rates and bolus wizard settings were correct. Days later, the mother called back to report that the device kept alarming no delivery. The high pressure test was performed, and the insulin pump did not recognize the clamp until the second test. The mother stated that she was concerned earlier not having no delivery alarms when the cannula was bent. The caller declined further testing and requested a replacement. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self test and error test. All operating currents are within specification. Off no power alarms functions properly. The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had a scratched display and cracked reservoir tube lip.